Manufacturer narrative:
On 28 april 2016 it was prepared a final report with the information already submitted in the initial report.on 04 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 29 february 2016, the initial reporter added the following information: "we were unable to get the reason for the bone fracture". Batch review performed on 29 february 2016. (B)(4)

Event description:
The patient presented with a fractured femur. The surgeon removed the stem, head and liner. The surgery was completed successfully. The explants will not be returned. The x-rays are not available.